Event description:
It was reported that the patient¿s primary cell devices had depleted and the healthcare professional wanted to switch the patient out to two rechargeable devices. There was an apparent short on combination 1 and 2 which had shown 7 ohms. Therapy impedance was 474 ohms. It was noted that combination 1, 2 was not used in the programming. It was further noted that the patient got almost 100% relief from her dystonia symptoms. Additional information received reported the implantable neurostimulator (ins) with the short had depleted somewhat faster than the other side. It was noted that impedance difference between left and right inss had accounted for that difference. Both inss were explanted and replaced with rechargeable devices on each side. The patient was doing well and receiving therapy. Reference manufacturers report number: 3004209178-2014-05889

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40 lot# v700663, implanted: 2011 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40, lot# v475781, implanted: 2010 (B)(6); product type lead product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 7482a40, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4) .